Event description:
I had a voluntary tubal ligation. I thought I would be cauterized, I was instead given filshie clips and have had horrible reactions and problems from day one with it. Since filshie clips have been attached to me I have had kidney stones, ovarian cysts, constant pain in my sides, my immune system has been weakened. I was diagnosed with grave's disease in 2002 and they never should have put clips in me. Now I have to have extensive surgery to get them out, and finding a doctor to do that is next to impossible in my area, and I will not go back to the doctor who put them in. I have various hospital records of the kidney stones and cysts if needed.